Event description:
It was reported that the patient was implanted with an implantable cardio-verter defibrillator (ICD) due to ventricular tachycardia an d myocardial infarction. Approximately two months later the patient presented with tachycardia and was told by a physician that the defibrillation function of the device was not active. The defibrillation function was then activated, however it was noted that the patient continued to have discomfort. The device was reprogrammed from ddd mode to dddr mode. Approximately two months later the patient was hospitalized with atrial flutter and died a day later. The cause of death is unknown and the family is questioning if device implant was contraindicated due to the patient's past medical history of myocardial infarction. No further information is available.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).